Event description:
During baxter's functionality testing of a spectrum pump, it displayed system error 322. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. Evaluation confirmed and observed the system error 322 while running a loaded set caused by a failed lower aux hook switch. The lower auxiliary was replaced. System error 322 will occur when the pump transitions from the open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.